Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Additional information has been requested but not provided at this time another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.